Event description:
It was reported that the procedure was to treat re-stenosis of a promus stent in the mid left anterior descending artery with moderate tortuosity and mild calcification. A 3.0 x 23 promus stent was advanced and a 2.5 x 28 promus was advanced; however, both stents were unable to cross to the lesion. A shorter promus stent was advanced and implanted successfully. It was noted that a small area of the lesion was left uncovered. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The reported restenosis is listed in the promus instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.